Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a bio-medicus multi-stage femoral venous cannula with insertion kit, it was reported that in the initial procedure, the attending surgeon was holding digital pressure on the innominate vein while another surgeon attempted right venous cannulization. The surgeon could not advance the wire or remove the wire through the sheath so the entire device was removed. The team did not visualise the wire protruding from the tip of the cannula. The remaining wire was returned to the wire hoop to contain on the field. Later in the case the count was over by two needles and a chest and left groin x-ray was performed to clear the count. There was no rsi seen by the radiologist. The case was posted to remove the wire. The wire was removed by vascular surgery. The surgeon stated that the wire did not need to go to pathology. The customer stated this was an emergency case. The scrub team did recognize the wire looked different but to the degree they spoke up is not clear. The surgeon was aware of potential wire piece retained.